Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
This device exhibited pacing inhibition during a changeout procedure with electrocautery protection programmed on. This patient was noted to be pacing dependent. This device was able to be changed out as planned. No adverse patient effects were reported.